Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery rapidly depleted. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.